Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the liner. Intra-operatively, severe trunnion wear was noted. A 165mm restoration ps stem, v40 metal head, and poly liner were revised to another restoration ps stem, ceramic head, and poly liner. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.